Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was in the 200's mg/dl range. Supply changes were performed to resolve the occlusion alarms. The customer declined troubleshooting with tandem technical support.